Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient or customer harm was reported.